Event description:
Pt reported today, (B)(6) 2019, that when she went to administer her takhzyro, she was not able to remove the cap from her 18gx1.5" transfer needle. She did not have lot number to supply.